Event description:
The patient primed her infusion set with 20 i.u. Of humalog insulin while the set was inserted subcutaneously. Her blood glucose level dropped to 50 and even after eating it continued to drop to 30. Patient was admitted to the emergency room.